Event description:
A consumer's husband reported a glaucoma filtration shunt was implanted into the right eye of his wife. After the surgery, his wife's results have been improved, the intraocular pressure (iol) had been decreased. During the week prior to this report, she experienced visual impairment and went to the ophthalmologist. The tests showed that the iop was high again. A few days later, the iop was measured again, and the result was around 20 mmhg, but on the next day, it was high again. The consumer's husband declined to provide follow up information for the surgeon, so no follow up could be performed for the surgeon.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The root cause cannot be determined and no actions are taken. No other complaints have been reported in the lot. The consumer's husband declined to provide follow up information for the surgeon, so no follow up could be performed for the surgeon. (B)(4).